Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Manufacturer narrative:
This follow-up report is being filed to correct information. Remains implanted.

Event description:
It was reported a patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain and migration of the femoral component. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain and implant migration. There has been no reported revision procedure to date.

Event description:
It was reported a patient enrolled in a clinical study underwent a right partial knee arthroplasty on (B)(6) 2008. Subsequently, patient alleges implant migration. There has been no reported revision procedure to date.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 3002806535-2017-00479.